Event description:
Stryker aggressive meniscus cutter with the stryker shaver system was used on 16 year old white male undergoing right arthroscopy of his knee. The cutter left minute amounts of metal fragments on the lateral meniscus that was being shaved. Another cutter was opened and the procedure was completed with all visible fragments removed.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: foreign material contamination. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.